Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased, resulting in a fall and fracture (nature of fracture was not provided); bg value was not provided, and customer was hospitalized. Customer was discharged on (B)(6) 2024 with the issue resolved. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.